Manufacturer narrative:
(B)(4). Per the complaint information, the patient connected and saw air in the patient line during initial drain. Baxter representative advised patient to start over with new supplies. Per follow up, patient did not see anything wrong with the cassette or connections and the machine did prime correctly. No patient injury or medical intervention was reported. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center requesting assistance to restart set up on the homechoice (hc) unit during initial drain. The hp stated she connected and then noticed air bubbles in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new disposables. On (B)(6) 2011 product surveillance contacted the hp who stated that the issue was resolved. The hp stated she did not see anything wrong with the cassette. The hp confirmed she primed correctly and verified that there were no loose connections, disconnections, or defects with the supplies. The hp stated that she is doing fine and continuing therapy without issues. There was no patient injury or medical intervention.